Event description:
The patient was brought to the ed by ambulance, from a skilled nursing facility, after the device fired multiple times. The patient did not experience chest pain prior to firing. The device fired again after admission to the ed. Pacing was turned off in the ed and monitor mode maintained enabled. The cause of the shocks was determined to be a sprint fidelis lead fracture. The patient was documented as having a life expectancy of greater than 1 year, if not longer. The patient was scheduled for lead revision and ICD generator change, as device was at middle-of-life (mol) 2, and likely had less than 1 year left. The patient had a satisfactory outcome.====================== manufacturer response for lead, sprint fidelis lead======================no response at this time.